Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and it is suspected the infection was at the atrial lead. The implantable pulse generator (ipg) system was explanted and one week later was replaced. No further patient complications have been reported as a result of this event.